Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer declined troubleshooting with tandem technical support.

Event description:
It was reported that the pump battery was intermittently depleting quickly resulting in the pump shutting down. Reportedly, the customer¿s blood glucose level was in the 500's mg/dl. Customer declined follow up from tandem technical support. No additional information was provided.